Event description:
The following information was reported to gore: on unknown date, but in (B)(6) 2023, a patient underwent ascending aortic replacement including brachiocephalic artery and left common carotid artery for an acute type a dissection. On (B)(6) 2023, a patient underwent emergency endovascular treatment of an enlargement of a false lumen using gore® tag® conformable thoracic stent graft with active control system (ctagac). During the treatment, after implantation of the ctagac an angiography revealed no blood flow from the left common iliac artery to distal. Per an intravascular ultrasound (ivus) and a transesophageal echocardiogram, the cause was identified as the occurrence of distal stent graft-induced new entry (dsine) slightly below the distal end of the ctagac. To treat it, a femoral-femoral bypass was performed. The physician decided to monitor the distal side from a descending aorta. The patient tolerated the procedure. The physician stated that the target of the treatment, the true lumen at the distal anastomosis of the graft, was secured. Regarding the distal side from the descending aorta, he would monitor it and decide on a treatment plan.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states potential device or procedure related adverse events section includes but is not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.